Event description:
It was reported that during a lap roux-en-y gastric bypass procedure, the surgeon noticed incomplete staples formed at the distal end of the instrument after firing across the jejunum. A second device was opened and the device delivered similar results. A third stapler was opened and the case continued without any patient consequences. Case completed with another device. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.